Event description:
MFR received a letter from the attorney alleging that his client died of asphyxia after client was found with their head and neck caught between the mattress and side rails of their hosp specialty bed.